Event description:
It was reported that the health care professional (hcp) called for review of a stored non-sustained ventricular tachycardia (nsvt) episode for this patient with a pacemaker system as the atrial lead was showing a flat line. Technical services reviewed and found there was oversensing of noise which resulted in pacing inhibition of greater than two seconds. Additionally, the right ventricular (rv) pacing lead impedances have been gradually increasing and has tripped a lead safety switch (lss) due to high, out-of-range impedance measurements measuring, greater than 2,000 ohms. The patient was evaluated in the clinic and rv impedances were still high and pacing thresholds were noted to be high measuring 6.5v @0.4ms. Technical services noted the lead appears to be malfunctioning and recommended further evaluation. It was recommended to consider a chest x-ray. At this time, the system remains in service. No adverse patient effects were reported.